Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported issue. However, the batteries did not pass run time test, and to resolve this issue, the fse replaced the batteries and performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut down during a case. However, it was subsequently also reported that there was no patient involvement in this event. No adverse event was reported.

Event description:
It was initially reported by the customer that the cs300 intra-aortic balloon pump (iabp) shutdown during a case. However, it was later clarified that no patient was involved in this event, since the malfunction happened when the iabp was being set up, and that the iabp was not connected to the patient at all. No adverse event was reported.